Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was able to recharge the ins with the ins recharger (insr) and they were pretty sure they got it to 100% but they were unable to turn the stimulation on. The patient stated this started at the end of (B)(6) 2017 and it would not ¿turn on to take away the pain¿. The patient stated they fell on christmas eve and broke their rib and wrist and had a neck and spine fusion as well. On the call, the patient got 6 coupling bars so they were advised to keep charging until the ins was at least at 25%. The patient called back and stated they charged the ins battery all night but they still could not turn it on with the patient programmer (pp). They got poor communication with and without the antenna. A replacement pp was sent. The patient later stated that this resolved their issues. No patient complications were reported as a result of this event.